Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. A supplemental report will be submitted when the manufacturer's investigation has been completed.

Event description:
It was reported by the site that on (B)(6) 2015 controllers and batteries were replaced due to switching. The original controller was replaced and the backup controller was after this the main controller. The software was updates (B)(6) 2016. Patient and his relatives reported during the outpatient clinic that the system is still very sensible after the software update and alarms very quickly. During the talk with the vad coordinator, patient was just sitting on a chair, shoulder bag did not move, nothing kinked, the system switched from the 75% charged battery to the second battery. An elective controller exchange was performed and it was stated that patient tolerated well and there were no effects or consequences to the patient.

Manufacturer narrative:
One controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The returned controller contained the updated software implemented by the smr upgrade. Log file analysis revealed multiple switching of power sources. Further review of the logs revealed a relative state of charge (rsoc) greater than 202 . Rsoc values greater than 202 are used to indicate that the battery was disconnected at some point within the preceding 15 minute interval. One data point revealed a rsoc value of 211, indicating a low voltage reading likely due to a brief disconnection. Analysis of the device revealed that the device met specifications; the device passed visual examination and functional testing. The reported event could not be duplicated at the bench level. The most likely cause of the reported power switching event can be attributed to temporary disconnections of a power source. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.